Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.